Manufacturer narrative:
It was reported that the event occurred in a hosp in (B)(6), the name of which is currently unk. The hosp has retained possession of the device. Digital pictures showing the device, cylinder, and storage room were emailed to western on (B)(4) 2014. Western has requested return of the device and cylinder for eval. Return in pending at this time.

Event description:
A hosp staff member heard a "pop" sound coming from a room used to store compressed gas cylinders and went to investigate. Upon opening the door to the cylinder storage room, it was observed that a regulator head (i.e., valve integrated pressure regulator) had apparently separated from a cylinder and that the suspended ceiling of the storage room was damaged. The room was not occupied at the time and there were no reported injuries. It was reported that, at the time of the event, the cylinder was located in some type of multi-cylinder cart or rack with other cylinders in an upright position.